Event description:
It was reported that the screwdriver tip t 25, broke off during tightening of the urs screw. All parts have been retrieved. The surgery could be finished without any problems. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the investigation carried out on the screwdriver in question showed that the tip broke off completely as a result of excessive torsion stress. The cap is slightly damaged. We suppose that the tip broke off finally. The broken surface is homogeneous, which points to a flawless material quality. Even the investigation of the manufacture data and the hardness specifications did not result in any deviations of the specifications. No product error was detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.